Event description:
Received a report that the unit had no audio. There was no report of patient involvement. Customer had swapped out the speaker and there was no change.

Manufacturer narrative:
No product returning. Product information has been provided to caller regarding the replacement of the main pcb.